Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for movement disorders. It was reported that the patient's ins was shallow/ too close to surface of skin. No environmental or patient factors that may have led to or contributed to the issue were reported. It was reported that a referral was sent for battery replacement and a surgical intervention was planned. The issue was not resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.